Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tni) result from a single pt that was generated by the synchron lx I 725 instrument. The accu tni result was 11.09ng/ml. The result was reported out of the lab. The customer indicated that myoglobin and ckmb results run at the same time were in the normal range. The customer indicated that a physician questioned the accu tni result. The repeated accu tni result was 0.01ng/ml. A corrected report has been issued. The customer indicated that a new sample was collected from the pt and tested for accu tni. The accu tni result was 0.04ng/ml. The customer indicated that there have been no change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
The customer indicated that qc was within specifications prior to and after the event. The customer indicated that system check run on 08/07/2005 passed. The samples were collected in becton dickinson plastic lithium heparin tubes with gel separators and centrifuged at 5,000 rpm for 10 mins at ambient temperature. Service summary (post event): a field service engineer (fse) was dispatched to the customer lab. The fse adjusted mixer speed and ultrasonics. The fse cleaned a precision valve assembly. The fse verified performance of closed tube aliquoter (cta). The fse verified that the instrument was operating per established procedures. Pt sample was retested and treatment was not afffected in this event. On a recur event, additional testing may not have been done and treatment decisions could be affected. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.